Event description:
Baseplate loosening leading to failure at 12 months postoperatively because of the use of a peg that was too short. Initially, the peg of the baseplate did not extend beyond 10mm into the native glenoid.

Manufacturer narrative:
(B)(6). Glenoid bone grafting in reverse shoulder arthroplasty for long-standing anterior shoulder dislocation, journal of shoulder elbow surgery, 23 (11): 1655-1661. This is the final report submitted regarding this surgical event and medical device.